Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rezi1927 showed (B)(4) other similar product complaint(s) from this lot number.

Event description:
It was reported by nurse that seepage was found to occur when maintaining the catheter, and there were two breaks found 2-3 cm away from the puncture site after withdrawing the catheter 5 cm. The catheter was removed with no harm to the patient.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of ¿catheter seepage' was confirmed and the cause appeared to be use related. The product returned for evaluation was a 4fr s/l groshong nxt clearvue PICC. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and two splits were observed, both between the 34 cm and 35 cm depth markings. The catheter splits were typical of flexural fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned fracture edges which were rounded and polished due to repeated material wear overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) additionally, depth marking wear was observed on the 35cm depth marking. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.

Event description:
It was reported by nurse that seepage was found to occur when maintaining the catheter, and there were two breaks found 2-3cm away from the puncture site after withdrawing the catheter 5cm. The catheter was removed with no harm to the patient.